Manufacturer narrative:
H4: the lot was manufactured from june 01, 2019 - june 04, 2019. H10: two (2) actual samples were received for evaluation. The fill port was cut where the customer likely drained the contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with tap water which revealed leak between the spike port cap tube and the spike port in both samples. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause of the condition was due to inadequate or lack of cyclohexanone applied during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the port. There was no patient involvement. No additional information is available.